Manufacturer narrative:
Complaint of blank live image could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. All functions perform as expected. Manufacturing records show that the device was released to distribution new on (B)(4) of 2012 and has not been previously returned for service. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the camera head hd560h had an image failure during a procedure. No injury or complications were reported.